Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was charging too often. The patient reported that he was having issues with the recharger stating he would go 3-4 days and it wouldn¿t show he needed to recharge ins but by the next morning, it showed the ins was completely out of charge. The patient reported that during the night he¿ll be dealing with different types of pain and stated that the lead was implanted in the thoracic part of his back and the ins was in the hip. The patient reported that he could have ¿different pain levels at different parts of my body at different times of the night because the charger was actually draining; it¿s not giving me the full charge, or giving me what¿s normal.¿ the pain the patient was describing was the pain the patient was implanted for. The patient reported that the therapy helped ¿when it¿s fully charged¿ but when the charge was going down and the charger showed he had 25% battery charge left, he seemed to be getting less satisfaction out of it. The patient reported that the ins was ¿really good up until (B)(6), then it seemed like it was backing off a little bit at a time.¿ the patient reported that after his surgery, a manufacturer¿s representative (rep) showed him how to make adjustments and in the past the patient had adjusted stimulation from ¿about 3.5 to 4.2, as high as 5.0 but it depends on positioning I¿m in. For instance, if I set it to 5.0, the thing sends a complete shock down both legs, then I have to back it to say 4.1.¿ the patient reported that the ins took so long to charge that he had to sleep on it. The patient reported that it could take 4 hours to charge it. The patient reported that he put it on with a pad when he goes to bed and would check it in the middle of the night to see if it charged, otherwise if he just sat around his house waiting for it to charge, it drives him crazy because he gets bored. The patient reported that his main concern was he saw the (B)(6) doctor on (B)(6) 2017 who asked how the patient was feeling and the patient stated 75-80% and that he felt pretty good and things have ¿kind of decreased.¿ the patient report ed that just by turning up the dial doesn¿t make him feel better; it might help with the pain for a short time but when the equipment was draining and it¿s not showing that it¿s draining, he doesn¿t know until the device was 100% drained that it¿s effective. The patient reported that he checked his device every day to see where the ins battery charge was. The patient reported that the recharger itself didn¿t seem to be doing things he was used to seeing in the past stating it¿ll show 100% charge and it he pushed the ins on button on the side of the recharger ¿it will feel like it¿s charging me, like it¿s giving me extra boost of electricity going through my body¿ but would still show that it¿s 100% charged. The patient reported that when he pushed that button it didn¿t feel like it turned the ins off or on. There were no falls or traumas that could be related to this issue. No further complications were reported.